Event description:
Incident description: I was using the brookstone body bean and it popped causing 2nd degree burns through my jeans. Researching this, apparently it is a known problem with no warning label attached to assure proper usage. Although I was not leaning on the pad, I was sitting next to it and had it plugged in to heat. Next thing I know I heard a loud pop and thought I was on fire. I jumped up and tore off my jeans once I saw the wet couch and popped bean. Very painful, immediate huge blisters and I am definitely going to have a large scar on my upper buttocks. Very unhappy about this. Incident location: home/apartment/condominium - (B)(6). This is my home address. Purchase date: 05/08/2009. This date is an estimate. The product was damaged before the incident: no. The product was modified before the incident: no. Explanation: I still have the burst heating pad. I am going to contact them. I think they should know. The blisters I have are serious. Report number: 20160524-fa726-2147419325.